Manufacturer narrative:
Device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). Two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of two (2) minicap transfer sets and the titanium adapter. This occurred after the hospital staff replaced the sets. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.